Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to t wave oversensing in the secondary sensing vector. Technical services (ts) provided a review of the episode noting that there was noisy baseline, and noise was oversensing and t wave oversensing persisted to shock delivery. Ts discussed qrs appeared wider in event that in presenting electrogram (egm). Ts discussed impedance appeared high withing normal limits and recommended x ray for system placement. Ts discussed possible reprogramming options such as extending smart charge and recommended futher testing. Additionally, ts noted there were four episodes stored where an inappropriate shock was delivered due to oversensing. Subsequently the shock impedance for a treated episode was noted to be high withing normal limits. This sicd was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received one inappropriate shock due to t wave oversensing in the secondary sensing vector. Technical services (ts) provided a review of the episode noting that there was noisy baseline, and noise was oversensing and t wave oversensing persisted to shock delivery. Ts discussed qrs appeared wider in event that in presenting electrogram (egm). Ts discussed impedance appeared high within normal limits and recommended x ray for system placement. Ts discussed possible reprogramming options such as extending smart charge and recommended further testing. Additionally, ts noted there were four episodes stored where an inappropriate shock was delivered due to oversensing. Subsequently the shock impedance for a treated episode was noted to be high within normal limits. This sicd was explanted and successfully replaced. No additional adverse patient effects were reported.